Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The patient weight was described as normal, (B)(6). The return of the device, which was reported as discarded at the facility, may have aided the investigation in determining a cause for the experienced event. No quality issue with the device was reported. A review of the device history record did not reveal any non-conforming material records associated with this lot. In addition, a query of the complaint-handling database was performed and there have been no other similar incidents reported from this lot. Based on the information received, there does not appear to be any indications of an issue with the quality of the product.

Event description:
It was reported that a physician, trained in the use of the proglide device, attempted arteriotomy closure of a mildly calcified right common femoral artery (rcfa) after a coronary and carotid angiography procedure. Reportedly, device deployment was uneventful and hemostasis was achieved using the device. The patient was transferred to her room. The rcfa was described as with little disease, but none at the access site. A little while after, the patient had no leg pulse and was taken to the operating room for evaluation. Contralateral access was performed (lcfa) and it was observed that the suture had grabbed plaque, not the posterior arterial wall. The occluded area was ballooned and blood flow restored. Hemostasis was achieved in the left common femoral artery (lcfa) placing a sheath and applying manual compression. The patient did not experience any adverse sequela. Though requested, no additional information was provided.